Manufacturer narrative:
On (B)(4) 2018, sciton was able to connect with the patient via telephone. The patient indicated that she was treated by a physician assistant at medical treatment office. Patient said she has atrophic vaginitis, "the laser did the job" and that the "tissue thickened as expected". The patient also indicated that the astrogen cream she has been taking is now not effective because of thicker tissue. She said "nothing was done incorrectly". She is cured of her uti and is planning to visit medical treatment office next week. On (B)(4) 2018, sciton called medical treatment office to learn more about this event. The receptionist at the medical treatment office said that the coordinator was in a meeting and will return the call as soon as she is free. The coordinator returned the call and informed sciton that she was not aware of any adverse event complaint from the patient. Upon her request, sciton forwarded to her FDA's medwatch report mw5079671. The coordinator said she would contact sciton should that be necessary after the patient visits them.

Event description:
On (B)(6) 2018 I underwent 3rd treatment for laser vaginal therapy. The first two treatments were unremarkable. Several days following the 3rd treatment, I experienced some discharge, itching and dysuria. On (B)(6) went on a 7 day course of amox-clov 500mg-125 mg with no resolution. Visited family medicine on (B)(6) with continued complaint of dysuria. Wet prep revealed bacteria and went on a 7 day course of flagyl. Dysuria continued. (B)(6), said urologist, diagnosed with uti, and now on 7 day course of ceftin. Concomitant medical: synthroid, metformin, lisinopril, lipitor, nexium, yuvafem, baby aspirin, daily vitamin.